Event description:
Pt had mediport placed for access chemotherapy in june. In july after chemo administration, mediport site started to infiltrate. Central line examined under fluoroscopy to find a tiny hole causing a leak. Catheter had to be replaced. Pt underwent add'l procedure in o.r. General anesthesia.